Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1670.

Event description:
The manufacturer received information that a patient expired while using an everflo oxygen concentrator. There was no allegation of device malfunction. The information provided stated that when the nurse was checking on the patient, she found the patient cyanotic and unresponsive. The paramedics were called and AED was initiated. The nurse found the nasal cannula tubing connected to the bladder catheter. The manufacturer concludes the oxygen concentrator was found to be connected to the patient's bladder catheter caused by user error.